Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow the customer to get past the fill tubing step and received a minimum fill notification during the load process. Reportedly the customer filled the cartridge with over 300 units. The customer reloaded the same cartridge and was able to resume insulin therapy. The customer reported a blood glucose (bg) level of 55 (mg/dl). The customer consumed food to address bg level.